Manufacturer narrative:
The information provided indicates that the patient developed and was treated for an infection. Although both mesh devices were explanted, it was noted that the infection was on the side opposite the davol flat mesh. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." It was reported that the patient was given antibiotics to treat the infection. It is unknown whether or not the device may have caused or contributed to the event based on the provided information. While infection is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. A DHR review has been conducted, including sterility. No manufacturing issues were identified. All paperwork appeared complete and accurate.

Event description:
On (B)(6) 2011: patient underwent laparoscopic repair of bilateral inguinal hernia with insertion of a davol 3 x 6 mesh on the right and another manufacturer's mesh on the left. Patient did not receive prophylactic antibiotics. On (B)(6) 2011: patient was admitted to the hospital with necrotizing fasciitis that has previously been debrided, increasing cellulitis - left flank, and wound vac sponges replaced. On (B)(6) 2011: patient underwent exploratory laparotomy with debridement. Greenish fluid coming out of middle port site. Greenish foul smelling fluid noted on left side of abdomen and dissected. The two mesh were removed. Vac sponges applied to lateral wound and lower midline wound. Patient treated with IV antibiotics. Patient's condition improved and he was discharged from the hospital.